Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin ump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. Insulin pump had minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
Customer states that when attempting to deliver a bolus shot, the numbers on her keypad continued to scroll. Customer's blood glucose was 281 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.